Event description:
Boston scientific received information that during routine replacement of this implantable cardioverter defibrillator (ICD) for normal battery depletion, the right atrial (ra) lead was noted to be stuck in the device header, even after the set screw was loosened. The back of the device header was cut with a bone cutter and the ra lead was successfully removed from the header. The right ventricular (rv) set screw was then noted to be stuck and unable to be loosened. The pace/sense portion of the rv lead was cut and surgically abandoned and a new rv pace/sense lead was implanted. The shocking portion of the rv lead remains in use. This device was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted physical damage to the lead tip end of the device header, the rv- feed through wire was severed, the device header was loose and the ra+ and rv+ seal plugs were missing. All setscrews moved freely and operated normally after being loosened during initial inspection. Evidence indicates that all damage was caused by induced damage.

Event description:
--